Manufacturer narrative:
G4: 04dec2020. B4: 06dec2020. The customer responded to an email from the remote service engineer stating that replacement of the user interface assembly corrected the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30oct2020.

Event description:
It was reported to philips that the device had a dim display. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer (bio-med) with assistance from a philips remote service engineer (rse). The bio-med verified that the brightness is set to 5 and the screen is still dim. The rse advised the customer to replace the user interface (ui) assembly and provided the part information for the customer to order the replacement part.